Event description:
It was reported that the patient's right ventricular (rv) lead had rising and high impedance, high and rising thresholds, oversensing, and a possible fracture which triggered a lead integrity alert (lia). The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. All electrical testing was within specified parameters.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d314trg, ICD, implanted: (B)(6) 2012. (B)(4).